Manufacturer narrative:
The reported oad was received at csi for analysis. A visual examination revealed that the saline sheath was twisted at the distal end. The distal end also appeared to be flared, likely from contact with the driveshaft crown. Review of the device data log identified stall events which could have been due to interaction in the sub-intimal space, or from the crown contacting the distal end of the sheath, however this could not be confirmed. When tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the report that an embolism occurred could not be confirmed through analysis. The damaged sheath could have been related to the embolism event, however this could not be confirmed and the root cause of the damage was considered to be related to use not consistent with the instructions for use (IFU). The IFU warns "do not continue if the wire or device becomes sub-intimal". The stealth peripheral orbital atherectomy device IFU also warns that an embolism is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Per the physician, this embolus outcome was not unexpected when operating subintimal. The physician used the csi device subintimally on purpose. Csi ID: (B)(4).

Event description:
The stealth peripheral orbital atherectomy device (oad) was intentionally operated subintimal and seized during treatment to the posterior tibial artery. The oad was removed, and torque build up was observed in the saline sheath. Imaging revealed a tissue embolus and aspiration was performed to remove the intima piece. Treatment was continued with a second oad and when the guide wire was removed a second piece of intima was stuck on the guide wire tip as a result of the emboli traveling downstream and becoming stuck on the guide wire.

Event description:
The stealth peripheral orbital atherectomy device (oad) was intentionally operated subintimal and seized during treatment to the posterior tibial artery. The oad was removed, and torque build up was observed in the saline sheath. Imaging revealed a tissue embolus and aspiration was performed to remove the intima piece. Treatment was continued with a second oad and when the guide wire was removed a second piece of intima was stuck on the guide wire tip as a result of the emboli traveling downstream and becoming stuck on the guide wire.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Per the physician, this embolus outcome was not unexpected when operating subintimal. The physician used the csi device subintimally on purpose. Csi ID: (B)(4).